Manufacturer narrative:
Product inquiry states the long nail kit r2.0, ti, right gamma3® ø11x380mm x 125°, which includes the set screw returned to be the subject product. No deviations were found during the review of the manufacturing documents. The gamma3 long nail and the set screw were documented as faultless prior to distribution. During investigation, no material, design or manufacturing related issues were found. A function test confirmed function of the set screw not to be given any more. The set screw shows evident damage, such as material deformation at several thread windings and partially flattened tips of the thread windings caused by oblique insertion. The reported event could be confirmed. The set screw shows typical traces of cross threading due to oblique insertion. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. The operative technique ¿gamma3 long nail r1.5 and r2.0¿ in detail describes each step of set screw insertion. Using the gamma3 closed tube clip oblique insertion of the set screw can be avoided (see ¿packaging insert/IFU, procedure, and/or literature review¿). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The pharmacist at the hospital, reported the following event : "nail part reference (B)(4) implanted. The locking screw of the set screw, which is supplied with the nail, could not be implanted. Therefore, use of single part reference (B)(4). Continuation of surgery without issue.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital, reported the following event : "nail part reference 3225-0380s implanted. The locking screw of the set screw, which is supplied with the nail, could not be implanted. Therefore, use of single part reference 3003-0822s. Continuation of surgery without issue.